Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the surgeon removed a 10 hole plate that had broken. It was replaced with a distal femur 14 hole plate. No additional information is available.